Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2018-01206, 0001825034 - 2018 - 03437, 0001825034 - 2018 - 03438, 0001825034 - 2018 - 03439. Concomitant product(s): a 211220 compr srs prox bdy lot 294130; cp562105 cust rev glenoid lot 845370; unknown part/lot, baseplate; unknown part/lot, central screw; unknown part/lot, central screw, this report is being submitted late as it has been identified in remediation. Report source: foreign. The event occurred in the (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported as part of clinical study 540 that a patient underwent a right shoulder revision procedure on (B)(6) 2014. Subsequently, during a 6 month, 1 & 3 year follow up appointment, the patient reported severe pain and tingling, so much difficulty that couldn¿t sleep. Also being unable to do the following; open a jar, to do heavy chores, to carry a bag, to wash back, to cut, and to do recreational activities and interfered with social activities and daily activities.